Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The home patient (hp)'s wife revealed that the issue was resolved, and that it was caused by something they had not done right. The wife confirmed that there were no defects on the supplies. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 6 of 7. The home patient (hp) had turned off the hc cycler. The technical service representative (tsr) assisted with troubleshooting the alarm and advising to contact the nurse. The hp would complete therapy with manual bags. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp's wife regarding the alarm, it was revealed that the issue was resolved, and that it was caused by something they had not done right. The wife confirmed that there were no defects on the supplies. The wife added that the hp did have pain in shoulder following this event. The wife verified that she had discussed the alarm and the shoulder pain issue with the nurse. Per wife, they were re-trained, and the pain issue was resolved using heating pads. Per wife, the hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No further information was provided.